Event description:
It was reported that during insertion of the lens, the lens came out of the inserter upside down. The incision was enlarged and the lens was removed. Another lens of a different model was successfully implanted. Please reference MDR#: 1119279-2013-00247 for the intraocular lens.

Manufacturer narrative:
The initial reporter indicated that the device was not available to be returned to b+l for evaluation. Investigation of this event is in progress . A supplemental report will be submitted upon completion of the investigation.